Event description:
It was reported that the patient had another inappropriate shock (total of three over 3 years) due to oversensing of noise. Technical services reviewed the data and advised some options. The physician replaced the electrode and kept the pulse generator implanted. There were no additional adverse patient effects.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. There were bubbles in the polycin vorite in the notch area and in the lumen. Also, there was a crack noted at a bubble in the lumen. The crack did not progress into the insulation. Neither of these would impact the electrode function. The laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had another inappropriate shock due to oversensing of noise. Technical services reviewed the data and advised some options. The physician replaced the electrode and kept the pulse generator implanted. There were no additional adverse patient effects.